Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.­­­ if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional fractured during the procedure . Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The visual evaluation of provisional stemmed tibial shows signs of repeated use (nicked or gouged) and that the stem fractured from the tibial tray. Device history record was reviewed and no discrepancies were found. The root cause of the reported issue was due to repeated use of this instrument for the unknown number of time for more than 7 years which causes wear and tear to the instrument and led to the fracture. Package label has indicates to the inspect the device before use for any indications of wear and tear. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.